Event description:
It was reported that, "surgeon stated when he implanted tibial insert (item #(B)(4) lot: lby033) it sat up on one side and the metal ring in front of insert would not lock. Surgeon opened a second insert (item # (B)(4) 1 lot: lbx029) which did lock in front but sat up 1mm on the side."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR #9610726-00344.